Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 2 units of echo-hd-22-ebus-o devices were returned opened not in their original packaging. The lot numbers of these 2 devices returned were c2010473 and c2020659 but the complaint issue only affected one of the devices returned. While two devices were returned only one of the devices related to the specific complaint issue as the user was unable to select which of the devices was related to the complaint. It was confirmed that the user couldn¿t determine which of the 2 lot numbers belongs to which needle as both were opened during same procedure; so they just put on each needle a lot number sticker ¿ but it might be vice versa. The devices related to this occurrence underwent a laboratory evaluation on 24 july 2023. First device evaluated: no issues observed with this device. Second device evaluated: the broken needle tip of approx. 1.5cm in length was returned separately to the device. A distal needle kink was also observed. The needle was able to advance and retract with some difficulty. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot numbers c2010473 and c2020659 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for either of these work orders. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051). Image review: an image was provided to support the complaint investigation. This were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer (ref att. '(B)(4) imaging review report'): per the complaint report the ebus procedure was being performed and on the third puncture with this needle, the physician noticed they had difficulty advancing the needle through the cartilage under endobronchial ultrasound guidance and realized the needle tip had fractured. The needle had fractured in the distal tip of the needle and was embedded within the bronchial soft tissues. The fracture looks nearly perpendicular to the long axis of the needle and appears to likely be within the scored section of the needle tip. There was no described issues with the first 2 rounds of biopsy using this needle. Although it's difficult to be certain on the images provided, it appears a fracture happened in the scored portion of the needle tip, which may have weakened the shaft of the needle in this area lending to the fracture if too much tangential or rotational force was applied to the shaft of the needle. Unfortunately, there are no better images of the needle to help confirm this suspicion, and no further description of the event to help clarify the potential causes. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement through hard tissue such as cartilage as per complaint description ¿it seems the physician had issues to get through cartilage brace¿ leading to the distal tip of the needle to break. Also, as per image review summary it is possible that too much tangential or rotational force may have been applied to the shaft of the needle causing the distal break and also potentially causing the distal needle kink observed during the lab evaluation. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was removed from the patient with a grasping forceps without causing damage to the patient or the endoscope. Complaints of this nature will continue to be monitored for similar events.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 25-sep-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to the completion of the lab evaluation on the 24-jul-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke during procedure, patient not injured. Physician did an ebus procedure and wanted to puncture a lymph node in the lung area; they did with the first needle of the complaint 2-3 puncture passages (no issue occurred with this needle); as they wanted to get even more cell material they decided to use a new needle and do 2-3 more puncture passages. The first 2 punctures went well; when doing the 3rd puncture with this needle it seems the physician had issues to get through cartilage brace. Then the physician realized that the tip of the needle broke off; the removed the needle and extracted the needle tip with a grasping forceps. No harm to patient or endoscope. Note: impacted lot number is either c2010473 or c2020659, hospital cannot verify. "As per cc form": the needle is broken during the procedure ; . The first 2 punctures went well; when doing the 3rd puncture with this needle it seems the physician had issues to get through cartilage brace. Then the physician realized that the tip of the needle broke off; the removed the needle and extracted the needle tip with a grasper bfarm case number: (B)(4). Regulatory agency: befarm no a late log date of aware in the cc form incorrect, correct one (B)(6) 2023 customer entity: cde_461811 ( not information in the system) product: cook, echotip ultra 22, ultra endoscopic ultrasound needle no echo* order for account (B)(4). On esoks lot number: c2020659 or c2010473 a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a 7. Was the device used in a tortuous position? N/a 8. Was puncture of the target site difficult? N/a 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs a. If the lungs, which lymph node was being targeted? N/a 10. Please describe the size of the intended target site. N/a 11. If not with the device in question, how was the procedure performed and/or finished? No additional procedure was done as they did already 2 puncture passages before 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No; tip of the needle was extracted in same procedure with a grasper 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus bf-uc-190f 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? When they wanted to puncture a 3rd time 24. Was the syringe used during the procedure, after the stylet was removed? N/a 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes; during first punctures 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? 2 30. Did any section of the device detach inside the patient? N/a, yes, no. Yes if yes, please specify: tip of the needle 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?n/a